Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery in which a portion of the lead was surgically abandoned. During the same procedure, the pacemaker was also explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.